Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had interruption of power for a brief period of time with no audible reported alarms. Log files captured 2 low speed advisories and 2 pump stop alarms on (B)(6) 2025 while the patient was connected to batteries. This may indicate that the existing short to shield may have matured into a phase to phase short that can cause speed drops and pump stops on any power source. The patient was asymptomatic and was unaware of the pump stop event. A new small slit to driveline¿s outer white silicon sheath close to system controller was reported by the patient. Rescue was applied tape over it in the clinic. No trauma, per patient, it was noted during their routine assessment of the driveline. Weight was noted to be stable in their range from prior with no significant fluctuation. No system controller malfunction was identified. There were no new x-rays. It was presumed that the alarms were related to previously identified driveline short to shield. The patient was stable. They were not a surgical candidate due to advanced age and patient/family preference.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported pump stop. Although a specific cause could not be conclusively determined, based on previous complaint history, the atypical pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. Further, the reported superficial driveline damage could not be confirmed, and a specific cause for the damage could not be conclusively determined through this evaluation. The submitted log file contained events and data from (B)(6) 2025 through (B)(6) 2025. Low speeds and a pump stop were captured on (B)(6) 2025 while the system was powered by batteries. The events appeared to resolve after 26 seconds, and the pump resumed operation at the fixed speed without issue. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further events reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These sections also address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The IFU and patient handbook instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU outline system controller alarms, as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.